Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08052. It was reported the patient had invalid impedances when she met with an sjm representative for reprogramming. Patient had a CT of her chest which revealed leads had migrated. Patient underwent revision surgery on (B)(6) 2014. The patient's physician explanted her old leads and anchor and replaced them with a different model lead and a new anchor.